Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the electrical connector fluid damage, the lg prong top broken, the control body corroded, the lg prong corroded, the lg cable connector corroded, the lg root brace rubber cut, the remote control buttons cut, the insertion flexible tube (ift) worn out, the distal body worn out, the light guide cable worn out, and the u/d & r/l pulley wire rupture ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.